Manufacturer narrative:
The device was evaluated, the reported issues were confirmed. The bending section cover adhesive was missing. The adhesive part of the lighting lens had peeled off due to handling. The water tightness of the forceps pipe was not maintained. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part cover due to external factors. The adhesive around the air supply / water supply nozzle was peeled off. The up/down knob was not securely fixed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the bending section cover adhesive on the evis lucera gastrointestinal videoscope was deteriorating, and the adhesive was peeling on the lens. No patient harm reported. This report is to capture the reportable malfunction the adhesive was peeling on the lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.